Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was having issues with inserting the infusion set. Customer stated that the first time the needle was not inside her body, she did not know what the issue was with the second set but her blood glucose was rising and had now changed to the third set. The customer also reported finding a big air bubble in the reservoir. Current blood glucose was 318 mg/dl. The customer was able to prime and would be treating with the insulin pump and monitoring her blood glucose level. She declined troubleshooting for high blood glucose.